Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, the flexcath system was positioned in the inferior vena cava (ivc) after obtaining venous access. An intracardiac echocardiography (ice) catheter was then introduced through a separate right femoral venous access. Approximately 30 seconds after ice catheter insertion, the patients blood pressure dropped requiring vasoactive medications. Angiogram of ivc showed suspected perforation with associated retroperitoneal bleeding. Balloon tamponade of the right femoral and iliac vein successfully controlled the bleeding without the need for stent placement or surgical repair. The procedure was aborted, it is unknown if the patient was under general anesthesia and the patient was trasferred to the intensive care unit for observation. The patient was discharged two days later. No further patient complications have been reported as a result of this event.